Manufacturer narrative:
The manufacturing facility is conducting a review of the DHR (device history record) and supporting quality records.

Event description:
This is a non-us event. This occurred in (B)(6). Consumer reported upon removal a tampon unraveled and broke into pieces. She manually removed the tampon pieces. Her doctor confirmed she was okay at an appointment. She did not experience any unusual symptoms.